Event description:
Customer reported the ECG tracing freezes on the v series monitor. No pt injury was reported.

Manufacturer narrative:
Service representatives collected error logs for further analysis.